Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue and reported field correction order activity had recently been performed on the unit. However, the biomed engineer confirmed there was no evidence of damage or technician error. The screen was clean. The rse advised touchscreen replacement as the correction. The customer biomed reported the touchscreen was replaced, which resolved the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that after the device had the front bezel and nav ring replaced the touch function became unresponsive. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A remote service engineer recommended that the customer replace the touch screen in order for the device to operate as intended. The investigation is ongoing.